Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors:c-34 - hf voltage too low in on state. Device history record (DHR) review-DHR review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. The probable root cause is attributed to the erbe generator. A review of the submitted image was performed. The image showed the setup of the third-party generator and the system.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered error c-34, which caused the erbe's monopolar energy function not working. The user continued with the procedure using the erbe's bipolar energy function and would power cycle the erbe in between cases. The user called back to report that they performed a power cycle on the erbe, but the issue persisted. The procedure was completed with no reported injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that ports were placed prior to the event. The user connected the old si esu cable to the covidien generator and then connected them to the xi system. The cable intervention allowed the surgeon to operate the covidien esu from the surgeon's console in the usual manner and so the patient's surgery was successfully completed, without further incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (c-34 errors on start-up and monopolar not firing) was confirmed and reproduced on erbe connected to system. Log review confirmed the error 25913 c-34 occurred in the field. Measurement value for hf voltage too small with on found to be the root cause of the reported event. Visual inspection was performed. Scratches/nick was found on the front bezel left side. The complaint was confirmed based on the failure analysis.